Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending lesion with 80% stenosis. The 3.50x15mm nc trek rx balloon dilatation catheter (bdc) was advanced to the target lesion for pre-dilation; however, resistance was felt during advancement and the proximal shaft separated. The remaining part was removed manually without issue. An additional nc trek rx bdc was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information received, the investigation determined that the reported complaints appear to be related to operational context. There was no damage noted to the balloon dilatation catheter (bdc) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In this case, it was reported by the account that the balloon dilatation catheter (bdc) interacted with the mildly calcified anatomy resulting in the failure to advance. Upon further manipulation during attempts to advance the device, the device likely kinked and subsequently separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.